Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The mother reported via phone call that the insulin pump had shortened battery life. The mother reported inserting new batteries, but the low battery warning was persistent. The mother also reported the insulin pump would power off after the low battery alert. Customer's blood glucose was over 150 mg/dl at the time of incident. Troubleshooting found the battery did not last for more than one week. Customer was advised to revert to a back-up if needed while a replacement battery cap was being sent. The mother declined to return the insulin pump for analysis.